Event description:
It was reported that a haptic on an intraocular lens (iol) tore during implantation. The incision was slightly enlarged so that the lens could be removed from the eye. No sutures were required and the patient is doing well.

Manufacturer narrative:
(B)(4) for explant of intraocular lens and incision enlarged. The intraocular lens (iol) was returned to the manufacturer. The iol had one broken haptic and appears to have evidence of viscoelastic on it. Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.